Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator was oversensing myopotentials on the right ventricular channel. The patient then presented to clinic, where the extracardiac signals were noted to be infrequent and low in amplitude, and were able to be reproduced with respiration. The patient was asymptomatic and in stable condition. The device was reprogrammed to address the oversensing. After the programming changes were made, the noise was not reproducible with breathing and isometrics.